Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The device was received inoperable due to "system error 105" which corresponds with the reported symptom of "pic 105 error" caused by a failed motor flex. The motor assembly has been replaced.

Event description:
The customer reported that the spectrum pump is displaying system error 105 alarms. The customer reported that there was no pt injury. No further information was available.